Manufacturer narrative:
H.6. Investigation summary: received a 22ga iag catheter-adapter assembly along with an open-empty package from lot number: 9189055. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Visual evaluation: the unit revealed a cut on the catheter tubing. The cut had a v shape, which confirms it was caused by the needle tip. Conclusion(s): indeterminate- it is uncertain whether the defect of needle thru catheter observed was caused by manipulation of the device prior to insertion or by the manufacturing process. Where the defect occurred (user or manufacturing) is indeterminate. H3 other text : see section h.10.

Event description:
It has been reported that one 22g x 1.00in (0.9 x 25 mm) insyte autoguard has been found cracking during use. The following has been provided by the initial reporter: it was reported when the rn was placing the IV a "snap" was heard. When the catheter was removed, it was found to be bent halfway down. 3rd occurrence on (B)(6) 2019): lot#: 9189055: rn was inserting IV and felt a "snap". Catheter was removed and it was noted that the catheter was bent halfway down. A second catheter was placed without incident.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one 22g x 1.00in (0.9 x 25 mm) insyte autoguard has been found cracking during use. The following has been provided by the initial reporter: it was reported when the rn was placing the IV a "snap" was heard. When the catheter was removed, it was found to be bent halfway down. 3rd occurrence ((B)(6) 2019): lot# 9189055: rn was inserting IV and felt a "snap". Catheter was removed and it was noted that the catheter was bent halfway down. A second catheter was placed without incident.